Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on 23-feb-2026 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 03-mar-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Customer stated she has been using the meter since (B)(6) 2026. The customer called concerned with test results from all meter memory results provided. The customer stated her expected fasting blood glucose test result range is 90-100 mg/dl. The customer reported feeling shaky; medical attention was not needed at the time of the call. Customer stated she went to the doctor today because she was concerned about the meter; per customer the doctor wanted the meter replaced. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/28/2027 and per the customer the open vial date is 02/18/2026. The meter memory was reviewed for previous test result history: result 1: 122 mg/dl, date: (B)(6), time: 3:07pm fasting before lunch, result 2: 125 mg/dl, date: (B)(6), time: 8:46am fasting, result 3: 103 mg/dl, date: (B)(6), time: 8:45am fasting, result 4: 108 mg/dl, date: (B)(6), time: 8:43am fasting, result 5: 103 mg/dl ,date: (B)(6), time: 9:54am fasting.